Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported that the tip of the guidewire separated. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A rotawire drive was selected for use. During removal using dynaglide, approximately 2cm of the opaque guidewire tip got trapped in the mid branch and separated when the patient experienced a branch spasm. The separated piece of the guidewire remained in the peripheral part of the coronary blood vessels. No patient complications were reported.

Event description:
It was reported that the tip of the guidewire separated. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A rotawire drive was selected for use. During removal using dynaglide, approximately 2cm of the opaque guidewire tip got trapped in the mid branch and separated when the patient experienced a branch spasm. The separated piece of the guidewire remained in the peripheral part of the coronary blood vessels. No patient complications were reported.

Manufacturer narrative:
Initial reporter state: tochigi prefecture device evaluated by MFR: returned product consisted of the rotawire drive. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that 2cm of the spring tip had separated from the device and was not returned for analysis. The distal weld ball had broken off. The remainder of the wire was measured and found to be 328cm in length. During inspection, there were no other damages or defects identified to the remainder of the returned wire.